Event description:
The international distributor reported that while performing an upgrade on the ventilator per a MFR recall noticed, the power supply snubber pcb was removed and was noted to have evidence of overheating, which appeared to have damaged the power supply. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The distributor's service engineer replaced the power supply to correct the findings. The power supply was returned to the MFR for failure analysis and testing. Failure analysis of the snubber pcb on the power supply showed evidence of arcing. This type of failure may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt.